Manufacturer narrative:
MFR ref. No.: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a pump alarmed "door not fully latched". It was also reported that there was no pt involvement.